Event description:
International customer reported that a needle separated from the suture during a vascular procedure. The surgeon subsequently lost both visual and tactile control of the device. The customer reports that the needle is lost in the patient, x-rays are negative for any retained needle.

Manufacturer narrative:
Date sent to the FDA: 02/13/2009. Conclusion: user error caused the event. The operating surgeon lost both visual and tactile control of the device. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformance's and the batch met all finished goods release criteria.